Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had spinal surgery on (B)(6) 2022 and was admitted to the intensive care unit post-operatively. The patient was hypotensive with frequent low flow alarms. Log files were sent for review. The log file captured low flow events throughout the event history. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing the low flow events. The low flow events seemed to be a patient related issue. In addition, the log file captured several low speed advisories due to the pump speed being manually set below the low speed limit. These resolved when the set speed was increased. There were no other unusual events recorded in the log file event history. The mcs equipment was operating as intended. On (B)(6) 2022 the patient passed away.

Manufacturer narrative:
Section a4: patient weight was requested but was not provided . Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow events could not be conclusively determined. Additionally, a direct correlation between the device and the reported hypotension, as well as patient outcome, could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists all adverse events that may be associated with the use of heartmate 3 lvas, including death. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.